Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: zhang, j.-x., wang, b., liu, s., zu, q.-q., & shi, h.-b. (2018). Predictors of recurrent biliary obstruction following percutaneous uncovered metal stent insertion in patients with distal malignant biliary obstruction: an analysis using a competing risk model. Cardiovascular and interventional radiology, 42(2), 276¿282. Doi: 10.1007/s00270-018-2107-9.

Event description:
It was reported in an article from the journal of journal of cardiovascular and interventional radiological society of europe (cirse) titled " predictors of recurrent biliary obstruction following percutaneous uncovered metal stent insertion in patients with distal malignant biliary obstruction: an analysis using a competing risk model " that in a retrospective study of 119 patients, procedure-related complications were occurred in 18 patients and after the last follow-up visit, all of the considered patients died.